Manufacturer narrative:
Patient weight unknown/ not provided. Note: contour abutment (canp33a) is a bundle device includes retaining screw (cuas). Product not returned.

Event description:
It was reported that abutment loose (canp33a) and would not tighten. Had to cut off and start a new crown.

Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformance's were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems' 4894i rev 3-07/09. Information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. The complaint is non-verifiable with the information provided. A singular root cause could not be determined. Expiration date, UDI: (B)(4). Device evaluated by manufacturer: change "no" to "yes".